Event description:
What: boston scientific cold snares are not cutting polyps. Why: per manufacturer, the factory is having issues with their machine causing the snares to be too long or too short. This issue causes the wire on the snare to not fully release and cut effectively. How: we have been in touch with boston science rep. The box of replacement snares are also having issues. Manufacturer response for cold snares, boston scientific cold snares (per site reporter). We have been working with boston science rep to remediate this issue. Meeting with the factory manager is scheduled to occur the week of [redacted]. In the interim, we have been using alternative snares (steris) when necessary.